Manufacturer narrative:
Updated device evaluation method code, evaluation code , component code and conclusion code.

Manufacturer narrative:
Updated device problem code.

Event description:
It has been reported to philips that the tempus pro detected an error when the device booted up.